Event description:
The customer contact reported device breakage; subsequently, a leak was noted. The tubing set was being used to deliver a parenteral glucose-electrolyte solution of glucose 10% (10g/100ml), protein 2.8g/100ml, divergent electrolytes, or glucose 15% (15g/100ml), with a reported volume of not more than 5ml, at an unspecified rate, via a pump. After an unspecified length of time, the customer contact reported that when the infusion was changed, the t-connector of the tubing set was noted to be broken. It was reported that an unspecified volume of solution leaked. No specific details were provided. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical intervention were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number. (B)(4). This report represents all the info known by the reporter upon query by hospira personnel.